Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented in the clinic with a unipolar lead impedance of <200 ohms. Unipolar measurements from previous follow-ups were 278 ohms and 257 ohms. Bipolar lead impedance was 512 ohms. X-ray indicated possible subclavian crush. A subsequent measurement revealed that bipolar impedance had increased to 1400-1500 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received